Manufacturer narrative:
Corrected data: this event was initially included in vmsr filing 2648035-2021-00007. Due to the inclusion of other ancillary details that may appear as causes in the vmsr filing, this event is now being captured as an initial 30 day MDR. This report captures the event for serial number (B)(4).this is report number 8 out of 12 reports that are being submitted as initial individual mdrs. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, which is consistent with a lens that was handled during explant. Furthermore, lens damage was observed, however this can be attributed to receiving the returned lens crushed in the lens insert and therefore cannot be confirmed to be related to manufacturing. The lens was cleaned, and a scratch was observed on the optic body, and no other cosmetic defects were observed. Cosmetic issues was confirmed, however the complaint issue was observed during handling for insertion and cannot be confirmed to be related to manufacturing and no product deficiency could be identified. Device partially delivered could not be confirmed, because the lens was received outside the returned cartridge tip, and therefore cannot be confirmed to be related to manufacturing and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was scratched and was partially delivered into the patient's right eye. The patient has recovered. No other information was provided.